Manufacturer narrative:
Isi has received the pch instrument involved with this complaint. Failure analysis confirmed that the pch instrument had a broken plastic proximal clevis. The size of the missing piece is .176 inches by .187 inches. The failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument also had indentations on the edge of the distal idler pulleys. This failure is most commonly caused by mishandling/misuse, such as instrument collisions or impact from an external object.

Manufacturer narrative:
Isi has requested for the pch instrument involved with this complaint to be returned for evaluation. However, as of the date of this report, the pch instrument has not been returned. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow up MDR will be submitted. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a plastic fragment from the pch instrument fell inside the patient and was not retrieved. At this time it is unknown what caused the fragment to break off from the instrument and if the fragment was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted gastric revision procedure, a piece of the casing around the hook of a permanent cautery hook (pch) broke off and was lost in the patient. The piece could not be retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: a pch instrument was in use throughout the procedure. The surgeon was done using the instrument and wanted a different type of instrument. When the pch instrument was removed, the hinge on the hook was stuck to the trocar. The operating room staff was unable to get the instrument out so they removed both the instrument and the trocar. A black plastic piece of the pch instrument fell off during removal. The operating room staff is unsure if the piece fell onto the floor or if it fell inside the patient. The customer said that they will do a post-operative x-ray to search for the fragment. The surgical procedure was completed robotically. No post-operative complications have been reported.